Event description:
Procedure type: tubal ligation. According to the rptr: the tip of trocar/obturator broke off inside the pt when inserting in a twisting motion. On one trocar the blue shield broke and on another the white dilating tip broke. No pt injury was reported, status fine out of the hospital. No additional info available at this time. Disposable surgical access device.

Manufacturer narrative:
(B) (4). (B) (4).